Manufacturer narrative:
(B)(4) the reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two days after the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with reflin injection 1 gram (route, frequency, and duration not reported) and tobramycin injection 40mg daily (frequency, route, and duration not reported) for the peritonitis. Four days after the onset, extraneal therapy was stopped. At the time of this report, hospitalization was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.